Event description:
It was reported by the field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) on 14/04/2025 checked the machine and found the display was flickering then open the display and reset the connections then check the machine. Now machine display was ok. Then running the machine on balloon. It was found the display was still flickering in between the running of the machine, required the cable, display for testing purpose. Fse on 05/06/2025 replaced the display cable then check the machine and found the display is function properly. All pnuematic use tests are passed. All function and parameter are working. Handover the machine to user for clinical use.

Event description:
It was reported by the field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) display is flickering. No one was harmed onsite.

Manufacturer narrative:
Due to character restrictions, event site name: op jindal institute of cancer & car a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- g2 report source.